Event description:
It was reported that the screw of the clamp came off during sterilization before use for the operation. There was no spare product, so he held the patella with his finger and cut the patella properly. There was no adverse consequences and delay for the operation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.